Manufacturer narrative:
(B)(6). (B)(4). The returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the distal tip was in good condition and the guidewire shrink sleeve was detached and the ptfe coating was peeled in several sections. No other issues with the device were noted. The reported event was not confirmed. Based on the product analysis, the issue was noted prior to the procedure, the device was inspected in dimension and it showed the outer diameters were within specifications. It is likely that the problems observed on the sensor wire device were caused due to interaction with the stent when it was being prepared or also the handling/manipulation of the guidewire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent kit was used during a procedure, performed on (B)(6) 2021. According to the complainant, during preparation, the tip of the guidewire was detached/separated. The procedure was completed with another polaris ultra stent kit. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. This event has been deemed a reportable event based on the investigation finding of shrink sleeve detached/separated. Please see block h10 for full investigation details.